Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down knob was out of standard value due to wear of the angulation wires, the protective coating on the bending portion of the device was scratched, the adhesive on the protective coating of the bending portion of the device was cracked, the electrical connector and ultrasonic transducer were corroded, the protector of the universal cord was scratched, the paint on the air water cylinder was peeled and the objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had air/water leaking from the instrument suction channel. The device was returned for evaluation. During the device evaluation, it was found there was insufficient adhesive in the screw holes of the distal end which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause cannot be identified. The event can be prevented by following the instructions for use which state: ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ¿ if remote switch 1 does not return to the off position after being pressed strongly from the side, gently pull the switch upwards to return it to the off position. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. ¿ do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasound image. Olympus will continue to monitor field performance for this device.